Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 80% stenosed target lesion and thrombolysis in myocardial infarction (timi) flow 3 being treated was located in the mid left anterior descending (lad) artery. A 24x3.50mm synergy monorail (mr) stent was deployed and attempted to post dilate with 20x4.00mm nc quantum apex percutaneous transluminal coronary angioplasty (ptca) dilatation balloon catheter. The physician had difficulty crossing the balloon catheter. The physician managed to cross the balloon after two attempts and inflated it at 18atm. After the balloon catheter was removed it was noted that the proximal of the 24x3.50mm synergy stent was deformed. The deformation of the proximal of 24x3.50mm synergy stent was repaired by implanting another 8x4.00mm synergy stent and the procedure was completed. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).